Event description:
It was reported the rf (radio frequency) head was no longer needed. The rf head was in working condition. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): device has intermittent telemetry and is out of specification on uplink functional tests. The rf (radio frequency) head cable found out of electrical specification.